Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl range. Reportedly, the customer alleged that the pump's low alert was not annunciating. Customer consumed carbohydrates to address bg. Tandem technical support reviewed pump data logs and found that the pump performed as intended.